Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. A kink was found on the catheter tubing and the inner lumen near the y-fitting approximately 75.7cm from the iab tip. Two additional kinks were observed on the catheter tubing approximately 60.2cm and 42.4cm from the iab tip. Additionally, the optical fiber was found to be broken 42.4cm from the iab tip within the kink and 37.3cm from the iab tip. The extender tubing was also returned. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed, and no leaks were detected. A leak may impact the ability to maintain vacuum. The optical fiber was found to be broken, confirming the reported alarm and difficulty to monitor arterial pressure. We are unable to determine when this may have occurred. We are unable to confirm the reported difficulty during insertion because we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #739297

Event description:
It was reported that insertion of the intra-aortic balloon (iab) was difficult and the fiber optic sensor may have been damaged during insertion. At the time of the call, the customer wanted help in zeroing the transduced inner lumen so they could obtain an arterial pressure (ap). The getinge representative guided them in this and an ap with indices was obtained quickly. It was additionally reported that the patient was not being moved at the time of the event, a flush was hooked up, the provided pressure tubing was being used, the insertion was femoral,and there was an audible fiber optic sensor failure alarm heard. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional contact person - (B)(6). Updated fields: sex, dob, age, age units, weight, weight units, describe event or problem, other relevant history, device available for evaluation, return to manufacturer date, concomitant products ,event site email, investigation findings code, investigation conclusions code, device not eval provide code the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that insertion of the intra-aortic balloon (iab) was difficult and the fiber optic sensor may have been damaged during insertion. At the time of the call, the customer wanted help in zeroing the transduced inner lumen so they could obtain an arterial pressure (ap). The getinge representative guided them in this and an ap with indices was obtained quickly. There was no patient harm or adverse event reported.